Event description:
It was reported during permanent implant on (B)(6) 2025, the patient coded after the leads were implanted. Investigation was unable to identify which lead attributed to the issue. Patient has recovered post-op.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10784074.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.